Event description:
This case was reported on (B)(6) 2012 by a health professional (aesthetic medicine) - local reference (B)(4). A ptc (product technical complaint) has been initiated for this report: (B)(4). This case involves an adult female model who was administered poly-l-lactic acid (dosage not provided), in (B)(6) 2010 (lot a9030, exp date feb-2011), for rejuvenation during training by a physician. The reporter states, three months after poly-l-lactic acid was administered, this pt developed granulomas on her palms. The reporter assessed the event as a serious important medical event due to disfigurement. It is unk if any corrective treatment was provided. The outcome of the event is unk. No significant/relevant medical history was reported. No relevant concomitant medications were reported. Action taken: not applicable. Corrective treatment: unk. Outcome: unk. Reporter's causality assessment: highly probable.